Event description:
Procedure: nephrectomy. According to the reporter: the device could not grasp the tissue firmly and peeling could not be done. The same trouble occurred with two devices. Another device was used to complete the procedure. There was no bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time was not extended more than thirty minutes. Generator forcetriad version 3.4 was used.

Manufacturer narrative:
(B)(4).